Event description:
The (B)(6) male patient was part of the (B)(6) study. On (B)(6) 2008, the patient underwent the index procedure with balloon angioplasty and delivery of one assigned cypher stent in the mid lad. The investigator reported an occlusion of a small diagonal side branch which was filling distally from collateral circulation. The angiographic core lab reported a 11% final residual in-lesion stenosis with no dissection, timi3 flow, a 100% side branch stenosis of the 2nd diagonal and a 70% side branch stenosis of the 1st septal. On (B)(6) 2008, the following morning, patient had elevated enzymes reported as a non q-wave mi. The ECG core lab reported new/acute intermittent inferior t wave depressions, no new q waves and noted inadequate tracing quality due to variation in precordial lead placement. The patient was discharged two days later on (B)(6) 2008 on asa and clopidogrel. A day later on (B)(6) 2008, the site reported that the patient had an episode of epistaxis that resolved with holding pressure and noted that this was an ongoing issue. Almost one year after the index procedure on (B)(6) 2009, the site reported that the asa dose was reduced to 81 mg daily and clopidogrel was unchanged. A month later on (B)(6) 2009, the patient was diagnosed with factor v leiden deficiency and began warfarin therapy. The clinical events committee determined that the event target vessel non-q wave mi was related to the procedure and the assigned study device. The clinical events committee determined that the mi on (B)(6) 2008 did not meet the criteria for arc-defined possible stent thrombosis. The clinical events committee determined that the event of epistaxis did not meet the criteria for protocol defined bleeding, but did meet the criteria for gusto-mild, timi minimal bleeding which was related to the procedure, but was not related to the assigned study device.

Manufacturer narrative:
The previously reported event is being un-reported. The device involved was a marketed unit/under ide as part of the (B)(4) . Adverse reporting is the responsibility of the (B)(4) . The event had already been reported by (B)(4) .

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.